Event description:
It was reported a device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). Heparin was administered prior to the transeptal puncture (tsp) and the patient was stable following the tsp. A pigtail catheter was inserted into the laa and an additional 5000 units of heparin were administered. Implantation of a 31mm closure device was attempted but the closure device did not meet release criteria. The 31mm closure device was removed and exchanged for a 35mm closure device. The 35mm closure device was deployed and release criteria was being evaluated when a long mobile thrombus was observed via transesophageal echocardiography (tee) attached to the surface of the device at the threaded insert. An attempt was made to aspirate the thrombus but was unsuccessful. The closure device was released and the wds was removed from the patient. The patient was administered intravenous heparin and transferred to the intensive care unit for recovery. The patient fully recovered and was discharged.